Manufacturer narrative:
The hospital's biomedical engineer troubleshot the reported complaint with ge healthcare technical support. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit could not drive the bellows. There was no report of patient involvement.